Event description:
Customer reported the system will not save images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the communications pcb and upgraded system with compact flash drive kit. System operates as intended. This MDR is related to ge healthcare.